Event description:
The user facility reported that the hose on the water line of the reliance endoscope processing unit disconnected and flooded the department. No injuries were reported.

Manufacturer narrative:
A steris technician inspected the unit and found the hose clamp on the unit's hot water supply line had loosened, causing the hose to come off the fitting and water to leak. The technician replaced the hose and clamp, tightened all connections and placed the unit back into service. No further issues have been reported with this equipment.